Event description:
It was reported by the customer that the sheath leaked in use. Add'l info received by the sales representative on 10/29/09 stated that while using an edwards 7fr catheter, the percutaneous sheath introducer (psi) was leaking. As a result, the psi was removed and exchanged using another si-(B) (4). The sample was discarded. There were no reported pt complications. There is no further info on this event.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.